Event description:
A patient implanted with pdl reportedly was carrying his child and threw his child onto his shoulders; at that time he either felt something or heard something. X-rays showed that the poly inlay component in his pdl popped out anteriorly and the plates collapsed in the bone. The device was explanted and replaced with an alternate device and bone graft. This is the second of three reports for this event.

Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Device history record review has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.